Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. The health care professional (hcp) stated the physician is most likely to perform a lead replacement during the device changeout procedure since it has reached the explant indicator. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. The health care professional (hcp) stated the physician is most likely to perform a lead replacement during the device changeout procedure since it has reached the explant indicator. Further information was received that this lead was explanted and replaced. The device was explanted due to normal battery depletion (nbd). No additional adverse patient effects were reported.